Manufacturer narrative:
Returned device was received in good physical condition the lower left front corner was chipped and the battery door was cracked. Evidence of reported problem in event log was found. During the evaluation of the device, the alarm was unable to be replicated by analysts. The speaker was replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with system failure. There were no reported adverse events.